Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to helix anomaly. In addition, the ra lead was placed and repositioned multiple times using 12 to 15 a rotation tool with poor criteria. This ra lead was replaced with the same model and will be returned for analysis. No adverse patient effects were reported.